Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2013, to report that on (B)(6) 2013, around 6 pm, patient had suffered a hypoglycemic episode and that she treated patient with peanut butter, orange juice and two glucose tabs. Patient consulted with his endocrinologist on (B)(6) 2013 and was referred to a neurologist which he consulted with on (B)(6) 2013, in order to seek medical advice in regards to his tremors. Patient has agreed to send his cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event. At the time of her call to dexcom technical support, patient's wife reports that albeit feeling nauseated, patient was feeling better.